Event description:
The customer had reported that patients are receiving alternate site burns between their arm pits and ribs.

Manufacturer narrative:
When the complaint was initially reported, the reporter stated there were multiple incidents. Conmed attempted to obtain information regarding patient status, dates, medical intervention, and other relevant information. All attempts were unsuccessful. The facility returned six generators, but was unable to specify which generator was involved in the reported incident. This information was not provided and an evaluation was performed on all six devices. Four of the returned generators met manufacturing specifications and operated as intended. Two of the returned generators had physical damage. This was repaired and the evaluation demonstrated that these generators also met manufacturing specification and operated as intended. The root cause of these injuries are still unknown, however, the operator's manual specifically states: "skin to skin contacts, such as between the arm and body of a patient or between the legs and thighs, should be avoided by the insertion of dry gauze."